Event description:
Rn hanging chemo, bag from pharmacy with secondary tubing from pharmacy, attached to primary tubing. As soon as pushed start on the plum pump, pump alarmed proximal occlusion. Had to change out primary tubing.